Event description:
It was reported that pt underwent total hip arthoplasty in 2007. Subsequently it was determined that the wrong size modular head component had been implanted during the procedure. Patient returned to surgery the next day to exchange modular head component with the correct size.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.